Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead with the same model was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.